Manufacturer narrative:
During the evaluation of the device at the third party service center, an issue related to the power supply was observed. The device's power supply was replaced to address the issues.

Event description:
The MFR received info from a third party service center alleging a ventilator would not function for more than three hours. There was no harm or injury reported.